Event description:
During omnipod's release of their new product there has been no customer service and I suspect the increase in orders has caused slips in the manufacturing process. The omnipod has failed at 100% out of allotments of this product. Out of others the failure rate has been above 20% and higher. In some cases insulin delivery has halted or insulin delivery has been increased without warning to the patient such as myself. There has been no contact with the company to report these findings in the last 4 months due to the on-slot of calls to their offices they have stopped taking calls all together. The date of these events have been since (B)(6) 2013. The insulet company representative that has been contacted includes three in the field operators and their manager by phone and email.